Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver log resulted in hardware error. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report a permanent out of range signal on (B)(6) 2014.at the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 11/11/2014 and confirmed the reported event of permanent out of range.